Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's touchscreen and wake button was intermittently unresponsive. No reported adverse impact to the customer's blood glucose. Customer declined a follow up call from tandem technical support.